Manufacturer narrative:
Follow-up # 1 (B)(4) : the pump was inadvertently reported as returned but not evaluated. The pump had not been returned to animas for evaluation by the date of the original submission.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the ok keypad button required multiple button presses to elicit a response. Reportedly, the keypad was torn on the top of the ok button, exposing the metal. It was noted that the tactile changes occurred prior to the damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn on the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok keypad button was found to be intermittently unresponsive; all of the other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts and the ok key button contact was inverted. None of the keys had normal tactile feel. Unrelated to the complaint, evaluation revealed a cracked display lens and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.